Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed an arc mark on the back of the device case. Microscopic visual inspection confirmed that the plasma fuse is damaged. This is consistent with damage incurred when the device output is shorted during high voltage shock delivery. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was an attempted implant. A fault code 1004 was noted and a shorted message appeared after a shock on t-wave with a 21 j shock delivery. A noise was heard and smoke was visible. A boston scientific technical services consultant recommended to not implant this device. No adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.